Manufacturer narrative:
Corrected data: it was initially noted that there was an explant, however additional information indicates that there was no explant performed. The lens was removed and replaced in same surgical procedure. (B)(4). Additional information: additional information was received and it was noted that posterior capsule was not stable enough to support the single piece lens in the bag hence the lens was removed from the right eye, and replaced with a model za9003 18.0 diopter lens in same surgical procedure. Vitrectomy was performed and resure sealant used. Patient was doing well and is in stable condition. The surgeon's name, email and phone number, along with patient date of birth and gender were also provided. Based on the additional information, the following fields have been updated accordingly; date of birth: (B)(6). Gender/sex: female. Date of event: (B)(6) 2020. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter: (B)(6), health professional, occupation - physician. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. No other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Correction data: in follow-up #1 it was reported that resure sealant was used. However a patient code for the sealant was inadvertently not populated. Hence the patient code is as follows: (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Gender/ sex: unknown, information not provided. Date of event: exact date unknown only timeframe provided is during (B)(6) 2020. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient's operative eye in secondary surgical procedure. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).